Event description:
The initial reporter received questionable results for multiple patient samples from cobas 6000 e 601 module. Data was only provided for a high vitamin d result for one patient. The initial result was 61.3 ng/ml and was reported outside of the laboratory. The repeat result was 25 ng/ml. There was no allegation of an adverse event. The field service representative found the sample probe was misaligned and he realigned it. The investigation determined the issue was resolved by the service actions.